Event description:
Device broke during surgery. Broken tip stayed in the head of the ulnar cap screw. Surgeon was not able to remove it.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.